Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Please confirm if any needle piece or residue was left in the patient/ were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) --contacted with the sales rep today via phone, please refer to event description and device returned, other information requested is unknown.

Event description:
It was reported that a patient underwent an exploratory laparotomy procedure on (B)(6) 2024 and suture was used. During the procedure, at 11:00 am, the patient underwent surgery due to unexplained abdominal bleeding. During the surgery, the doctor used this product to suture the patient's peritoneum, but the needle broke. The patient was immediately examined and searched for the broken needle, and the broken end was able to match perfectly without any residue remaining in the patient's body. There is a risk of residual in the patient's body due to the broken end. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2024. The following information was received: after investigation, the patient was a 56-year-old male. On september 1, 2024, the patient underwent open abdominal exploration in the general hospital of (B)(6) medical university due to "abdominal hemorrhage of unknown origin". The operator used w9236t to perform the peritoneal suture in a continuous suture manner during the surgery. The suture needle broke during the suture (the specific length of broken end of suture needle was unknown). The operator immediately gave the patient intraoperative CT examination to assist in finding the broken needle and finding it. After removal, the integrity of suture needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suture. The subsequent surgery went smoothly. The event did not cause any harm to the patient other than prolonging the surgical time by approximately 30 minutes. No subsequent adverse events were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.